Event description:
Healthcare professional reported one incident of a blood leak with the psn 140 dialyzer. It was reported that during treatment, the blood leak alarm sounded and the blood leak was confirmed with a positive hemastix. Blood was not returned to patient and the estimated blood loss was unknown. Post treatment, the patient's hgb was 8.0 and the patient received a blood transfusion of two units packed red cells. It was reported that the patient has recovered and continues to daialyze without incident.